Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient experienced an event of insulin flow blocked. Blockage was located in the tubing on 10-apr-2025. High blood glucose resulting was addressed using correction injection via multiple daily injection. No further information was available.